Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states ¿stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm. During the procedure, a gore® dryseal sheath with hydrophilic coating (dsl1828j/16472539) was inserted from the left common femoral artery. According to the report, resistance was felt and it was difficult to advance the sheath to the intended area. Percutaneous transluminal angioplasty was performed, and the physician reportedly tried to advance the sheath further. However, the sheath would not advance and it was reportedly observed that the left external iliac artery was ruptured. An occlusion balloon was utilized, and a gore® excluder® contralateral leg component was deployed to repair the rupture. The procedure went forward without any further reported issues. The patient tolerated the procedure.